Manufacturer narrative:
Event city: (B)(6).event country: spain.name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state: ca.zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that patient experienced tape not sticking due to swimming, water and hot weather issue event on 04 jun 2026.